Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory, but could not reproduce the malfunction. The cse inspected the device and replaced the gui pcb as precautionary action. The unit passed extended self testing.